Event description:
Customer reported that pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Caller received tips for preventing altitude alarms, understood them, and was able to resume insulin with the original cartridge.